Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient was dissatisfied with the end result. The iol was exchanged for unspecified lens. Clinical reason for explant mentioned as incorrect cylinder initially implanted for patient needs. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
.. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the clinical reason for the exchange was due to an incorrect cylinder initially being implanted for the patient's needs. This indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. The reporter indicated the information was already faxed to company, and provided no further details. The reporter did not wish to be contacted again for requests for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).